Event description:
Caller wishes to report a latex allergy. Rptr has been using vinyl gloves at work for 2-3 yrs. Symptoms vary from day to day, and include: sneezing, wheezing, breathing difficulties, cough, and itching. On several occasions rptr has been treated with benedryl for rash.